Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump had an issue connecting her transmitter to her insulin pump. The customer stated they received a power error alarm and had a high blood glucose value of 580 mg/dl. The customer stated they were hospitalized due to the high blood glucose value on (B)(6) 2018. The customer was treated with an insulin drip and manual injection. The customer declined to troubleshoot for the pump error. Nothing will be replaced or returned.